Event description:
It was reported by service report that nurse call was not functional because the communications cord was missing. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.